Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to some allergic reaction. The customer¿s blood glucose was unknown. The customer stated that the tap was ok but they had already tried everything in the hospital. The customer stated that the sensor did not come loosed. The device will not be returned for analysis.